Manufacturer narrative:
Correction: b5. Update executive summary. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated. The procedure was completed successfully with the same device without a clinically significant delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that the device overheated. Attempts are being made to obtain additional information from the facility.